Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. Reportedly, the pump shut off due to insufficient power. The customer's blood glucose level was impacted (300 mg/dl). The customer administered a manual injection. Reportedly the customer has manual injections available as alternate insulin therapy until the replacement pump is received.